Manufacturer narrative:
Additional information: d10 (date device returned), h6, h11 (device evaluation). Investigation conclusion: the investigation of the returned coil system found the pusher kinked at the distal end, and the implant stretched at the proximal section and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the pusher and implant damage, but the damage is consistent with the device experiencing forces exceeding the pusher and implant's yield strength. The catheter used in the procedure was not returned, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
Additional information received indicating that the patient was being treated for pelvic congestion embolization. Patient with chronic pelvic pain. Pelvic varices present. Access from the internal jugular to left renal vein. Case completed with new coil. The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that during an ovarian vein procedure, the embolization coil implant unintentionally prematurely detached after half the coil was deployed in the vein. Reportedly, a snare was successfully used to recapture and remove the coil from the patient. The case was completed successfully and the patient is stable.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was reported available for return but has not yet been received. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.